Event description:
Customer called stating that parts of the numbers on their meter's display are missing. Customer also states that this happens intermittently. While on the phone, a review of the system was conducted and it was determined that segments were missing in the unit's position. The customer was asked to return the meter for evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.